Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective esm board correction: replace esm board hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: tf 431008, 231012, 231023 during start-up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective esm board correction: replace esm board.

Event description:
The following was reported to hamilton medical ag: summary: tf 431008, 231012, 231023 during start-up.